Event description:
It was reported that the patient was hospitalized, on the sunday prior to report, due to ¿the way he was acting¿. It was specified that he was zoning out and wasn¿t focusing on people. Additionally, his lower extremities were shaking and he would jerk and tighten up when anyone tried to touch him. It was also stated that the patient had contracted pneumonia, though it was unclear if it was related to the pump. It was reported that, while at the hospital, the patient was treated using oral baclofen through a feeding tube. The healthcare professionals thought the pump was not working, but had no way to test the pump¿s functionality. At the time of report, the patient had just been released from the hospital, but was still being treated for the pneumonia. It was noted that, at that time, he didn¿t seem any better and was still exhibiting symptoms. The patient had also been put on a new seizure medication and had ¿a lot of medicines¿ added for the treatment of the pneumonia and spasticity. He had been taking oral baclofen since he was initially hospitalized. It was stated that the patient had an appointment with his primary-care physician scheduled for the following monday and his next refill was scheduled sometime in june. At the patient¿s prior refill, it was stated that the pump battery would last until (B)(6) 2013. The reporter speculated that the battery might have already died, but also stated that she had not heard an alarm. It was noted that she was looking for a surgeon who would replace the pump soon. The device system was used to deliver baclofen. On the next day, it was reported that a surgeon was found for the patient.

Manufacturer narrative:
Final analysis of the pump found no anomalies. (B)(4).

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial# unknown, implanted: (B)(6) 2007, product type catheter. (B)(4).

Event description:
It was later reported that the pump will be replaced on (B)(6) 2013 because the pump will be at end of service (eos) ¿in 5 months or so¿. The catheter was to be replaced as a precaution. Imaging was done but it was unable to be determined if there was an issue. The hcp planned to perform a catheter dye study while in surgery and perform a revision if necessary. It was later reported that the pump was replaced and would be returned to the manufacturer. A pump malfunction occurred; the pump was supposed to last until (B)(6) 2013. It was noted that 12ml of baclofen was ¿wasted¿. The patient recovered without sequela.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.